Manufacturer narrative:
H10: additional manufacturer narrative: added information to section d4. H11: corrected data: corrected conclusion coding to section h6.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. This pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. The carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx valve, implanted in tricuspid position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, one (1) month due to stenosis and regurgitation. The ttvr was performed with a 26mm 9750tfx transcatheter valve. As reported, the procedure went well and the patient was discharged home in stable condition on the same day.